Event description:
Customer reported the image on the left monitor split into 3, and the right monitor is flickering. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and removed a loose screw from the image intensifier. System operates as intended. This MDR is related to ge healthcare.